Manufacturer narrative:
Device passed the displacement test but motor error alarm during the basic occlusion test due to loose drive support disk. Unable to perform the occlusion, prime or a33 and excessive no delivery test due to motor error alarm. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with motor error. The customer's blood glucose level was unknown at the time of the incident. Troubleshooting was completed but did not resolve the issue. Customer reported that they were unable to clear the alarm and was unable to complete pump rewind. Customer was advised to discontinue use of the insulin pump and revert to the backup plan. The insulin pump will be returned for analysis.